Manufacturer narrative:
The autopulse platform was returned to zoll, on 05/17/2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Upon powering on the autopulse platform (s/n: (B)(4)) during a shift check, the customer reported hearing a click and the platform then displayed a system error; divert to manual CPR error message. In attempts to resolve the issue, the reporter replaced the battery and also held down the power button; however, the issues continued. There was no patient involvement.

Manufacturer narrative:
The primary complaint was confirmed during evaluation. The initial functional testing, could not be performed due to the reported issue. Subsequently, the archive data could not be retrieved from the returned platform for evaluation. The root cause of the issue was due to a corrupted internal parameter. To resolve the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured 02/01/2008. Therefore, a processor board issue is characteristic of normal wear for the life of the device. A damaged top cover and a bent battery latch (unrelated to the complaint) were observed during visual inspection. To ensure the autopulse platform remains functional and current, the top cover and battery latch were replaced and the software updated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.